Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the whisper wire was inserted into a venogram balloon. When the wire was extracted and dye was injected for visualization, it was reported that tiny piece of the whisper wire was seen lodged into branch of coronary venous anatomy. Somehow, part of the tip of the wire might have broken off. The wire was no longer used. No adverse patient effects were reported.